Event description:
A medtronic medicraft representative reported, the surgeon tried to do tracer registration several times while using 2-week-old scans that showed brain swelling. Once the surgeon had a successful registration, he stated, he felt 5-7mm inaccurate. The surgeon chose to proceed with navigation with the knowledge that the accuracy was not correct. The procedure was completed; the patient was not affected.

Manufacturer narrative:
The patient weight is not available from the site. Device manufacture date not available at time of the report. The surface of the head is very rough and obscured, as if covered by a towel. The way the patient was scanned pre-operatively led to the issue. Software operating as designed.